Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The insulin pump alarmed no delivery during the fixed prime test. It was reported that there was resistance when the plunger was pushed, and apparently the reservoir or the infusion set were occluded. The infusion set and the reservoir were changed and the issue was solved. It was stated that her doctor requested to have a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.